Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter; product ID 8711, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was later reported that the patient experienced leg spasms and difficulty walking that did not improve. Catheter dye studies were performed in (B)(6) 2013. Results were not provided. No surgical intervention was performed. It was noted that the device system delivered compounded baclofen and multiple dose adjustments had been made. Patient outcome was reported as non-serious injury/illness.

Event description:
It was reported that the patient had no therapeutic relief with increasing dose of baclofen due to an unknown catheter issue. A dye study and CT scan were performed to rule out a catheter kink, tear or obstruction. Results were not provided. The patient continued to experience pain, decreased pain relief, and spasticity. The device system delivered gablofen. It was later reported that no further testing was being considered at the time of the report. Additional information has been requested but was not available at the time of this report.